Event description:
It was reported that a spectrum pump had a constant ait-in-line alarm. Any pt involvement, injury or medical intervention is unk. During a visit to the site by a baxter field rep, the air-in-line alarms were confirmed through the event history log, though the alarms could not be reproduced.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. However, review of the event history log confirms the reported symptom air-in-line alarms. If the device is returned, an eval will be completed and a supplemental report will be submitted.